Manufacturer narrative:
(B(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported packages of bd emerald¿ 2ml syringes, luer slip centric tips were found open with the plunger broken. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with three affected samples. Visual inspection of the samples reveal a breakage of the syringe plunger. That confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2013 (november 9th - 11th, 2017). Syringes were assembled in machine nº4219, nº4218, and nº4207, in lot #7310548 (november 6th - 13th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the plunger lots #7311705, #7296655, and #7282424 and no problems, defects or qn related to the reported issue were found. Investigation conclusion: the returned samples presented a broken plunger. We could confirm the reported issue. Root cause analysis: the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported non conformance was produced due to some blockage in the primary packaging machine feeder. We have initiated corrective and preventive actions with the aim of reducing the recurrence of this kind of defect in the emerald syringes.